Manufacturer narrative:
H10. Additional manufacturer narrative: structural valve degeneration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information made available the cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event. H11. Corrected data: b5 and f10.

Event description:
Patient underwent intervention due mitral regurgitation secondary to degeneration.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article "outcomes after transcatheter mitral valve-in-valve replacement in patients with degenerated bioprosthesis: a single-center experience," j invasive cardiol 2019 november 15. Vol. 31 epub. Abstract background: this study sought to describe a single center¿s experience with transcatheter mitral valve-in-valve (tm-viv) implantation. This event was opened to capture the following event: patient number 2: patient with a 25mm mitral valve implanted 9.83 years underwent valve-in-valve procedure due to mitral regurgitation. A 26mm transcatheter valve was successfully implanted inside the surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.